Event description:
On (B)(6) 2006, this patient was treated for a 6.2cm abdominal aortic aneurysm with three gore excluder endoprostheses. The patient tolerated the procedure. On (B)(6) 2007, coil embolization of a persistent type ii endoleak from the lumbar arteries was performed. A follow-up computed tomography angiography (cta) performed on (B)(6) 2007, revealed resolution of the type ii endoleak. On (B)(6) 2009, an additional procedure occurred to treat aneurysm enlargement and a type I endoleak. A contralateral leg component and aortic extender component were implanted, and the patient tolerated the procedure. On (B)(6) 2010, 13 embolization coils were placed in the right internal iliac artery. Angiography also performed during this procedure identified a type I endoleak in the right common iliac artery. The patient tolerated the procedure. On (B)(6) 2010, an additional procedure was performed to treat aneurysm enlargement to 7.2 cm and a persistent distal type I endoleak of the iliac artery. Two add'l contralateral leg components were implanted to provide extension in the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications. Additional devices implanted and involved in this event: pxc201000/04121028, pxc201400/04059803, pxc201000/06730698, pxa260300/06056108.